Event description:
It was reported that this was a closure of the right jugular using a prostyle device relative to an aveir leadless pacemaker interventional procedure. Reportedly, two days post procedure, discharge, drainage from the insertion site of the device occurred. The patient's doctor is concerned that the patient is having a reaction to the device itself. The patient was prescribed antibiotics. This has been going on for three weeks. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - incorrect anatomy. D4: the UDI is unknown as the part and lot number were not provided.